Manufacturer narrative:
The cause for the non-reproducible advia centaur cp tni result is unknown. Siemens tested 20 replicates of the same sample and obtained a 6.1% cv. Siemens field service engineers inspected the system and found that the aspirate probes 1 and 2 were dirty. The wash station and the gray waste peristaltic tubes were replaced. The wash stations were replaced (B)(6) 2015 during the 12 month preventative maintenance and cleaned during the 6-month preventative maintenance on (B)(6) 2015. The system was decontaminated. No conclusions can be drawn. Siemens reviewed the customer's sample handling procedures. The customer uses serum collected on the clot and centrifuges the tubes at 10000 rpm for 4 minutes. The typical recommendations for sample handling of serum tubes is <1300 g rcf for 10 minutes. No conclusions can be drawn. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observes positive patient results using the advia centaur cp troponin-ultra (tni-ultra) assay that are negative upon repeat testing. The customer uses a cutoff of 0.1 ng/ml. There are no reports that treatment was altered or prescribed or adverse health consequences due to non-reproducible positive advia centaur cp troponin ultra results.